Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4). The mega needle driver instrument (part# 470194-06/k10220328 0173) has 5 uses remaining after last use. This complaint is being reported due to the following conclusion: it was alleged that the mega needle driver moved with unintuitive motion. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, an inaccurate arm movement, while using a mega needle driver instrument, compared to surgeon movement and despite several attempts at resetting the arm on the patient cart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.